Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. This lv lead vector was reprogrammed and since then has had stable within range impedance measurements. The physician was considering replacing this lead due to concerns of lead failure. It was decided to leave this lead implanted. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).